Event description:
During use for a cardiopulmonary bypass procedure, the roller pump display was blank. Pump status continued to be available by means of the central control monitor. Control of the pump speed remained available through the local speed control knob, and the central control monitor of the heart lung console. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
The roller pump was evaluated. An intermittent connection was observed at the terminus of the ribbon connector that connects the display to the pump control circuit board.